Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30sep2020. The event occurred during a lithotomy using local anesthesia. The procedure was successfully completed with another like device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, during a lithotomy using a ncircle delta wire tipless stone extractor, the handle was unable to open or close the device basket. The procedure was successfully completed with another like device. No adverse effects have been reported due to this event. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob were tight. The polyethylene terephthalate tubing measured 3cm in length. Visual exam noted that with the handle in the open position, the coil protruded from the basket sheath approximately 2.5cm. The cannulated handle was not caught in the collet. The handle did not actuate the basket formation, and the basket formation could not be manually actuated. The handle was reset and reassembled, and the handle was then able to actuate the basket formation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this lot number, reported as manufacturer report # 1820334-2020-01964; the causes of this event and of the subject of this report were determined to be unrelated. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was open and could not be closed due to the cannulated handle being pulled free from the brass collet in the handle that holds it in place. Based on the available information, there are 2 possible causes for the issue: 1) the black collet knob on the proximal end of the handle was not tightened sufficiently during manufacturing, allowing the cannulated handle to pull free from the collet. The collet knob is tightened by a torque driver during manufacturing, and the basket function is tested multiple times during manufacturing and quality control checks. 2) the basket assembly could have experience excessive force, pulling the cannulated handle free the collet. Of the two possible failure modes, the available evidence does not indicate that one is more likely than the other. The cause for the failure of the basket to close could not be conclusively determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: street: (B)(6). Name and address: phone number: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a ncircle delta wire tipless stone extractor, the handle was unable to open or close the device basket. No adverse effects have been reported due to this event. Additional patient and event information has been requested.